Manufacturer narrative:
Product event summary: a review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed multiple critical battery alarms logged with an incorrect date stamp and no battery capacity, ID, or cycle count. Failure analysis of the returned device revealed a loose power port one and power port two connector. Further analysis revealed that a loose nut from power port two came into contact with the printed circuit board (pcb), damaging a diode on the communication line and damaging the integrated circuit responsible with the communication between the controller and batteries. Functional testing revealed that the controller was unable to determine the capacity of the battery, causing the controller to trigger a critical battery alarm. As a result the reported loose connectors and critical battery alarms were confirmed. Based on investigation the most likely root cause of the loose connector can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. The most likely root cause of the critical battery alarms can be attributed to loose locknut inside the controller housing which causing a short circuit on certain pcb components that would not allow the controller to communicate with a battery. An internal investigation was opened by the supplier to evaluate loose external connectors and implement corrective actions as required. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient heard a "critical battery" alarm going off in the middle of the night and proceeded to call 911. She was transported to the hospital.  Upon assessment of the controller, it was noted that power port 1 was almost completely disconnected from the controller, and power port 2 was extremely loose. The controller was subsequently exchanged with minimal pump off time. The patient tolerated the controller exchange well. Controller log files were submitted. No patient complications have been reported as a result of this event. No further information has been provided.

Manufacturer narrative:
Additional information received indicated that the patient was not hospitalized for the event. The controller was exchanged on an outpatient basis. The patient was medically stable and did not experience any complications as a result of this event. The site reported that no overt damage was done to the controller. The user did not apply excessive force when connecting the power sources to the controller. It was reported that both power ports were loose on the controller. The controller, con102254, was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 and power port 2 connector. The most likely root cause of the reported event can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. The critical battery alarms were due to a loose locknut inside the controller housing which caused a short circuit on certain pcb components that would not allow the controller to recognize a battery properly. The manufacturer has opened an investigation with the supplier to evaluate the loose component. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.